Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. No analysis possible.

Event description:
A medtronic representative reported that damage to the dongle on the imaging system was discovered. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Investigation of the panel rearcab bracket confirmed reported problem "cable, key broke off." Visual inspection confirms the rear breakout panel assembly is missing the key tumbler. The stand offs for the pendant connection are missing and the thumbscrews for the pendant connector are missing. Rear breakout cab missing pieces. The hardware investigation found that reported event was related to physical damage failure mode; pieces missing.